Event description:
Reporter indicated a vns pt had high lead impedance readings with diagnostics testing. No previous vns diagnostics tests are known. The pt has also experienced occasional painful stimulation at the generator site. The pt has had no clinical decline. Attempts for x-rays and further info from the site are in progress.